Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. There was no further description of the breach in aseptic technique. The patient was not hospitalized for the peritonitis. Beginning on the day of onset and completing on an unreported date, the patient was treated with vancomycin injection (1 gram stat and then repeat every third day, route and specific dates/length of duration not reported) and fortum injection (1 gram once a day, route and specific dates/length of duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. The patient was recovered from the peritonitis and the peritoneal effluent fluid was clear. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.